Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged upstream occlusion seal. Functional testing was able to duplicate the reported problem. It was determined that the worn downstream occlusion (dso) was the root cause. The dso was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: month and year of event have been provided, but day is unknown.

Event description:
It was reported that the device is double beeping. There was unknown patient involvement. Device evaluation found a worn downstream occlusion nub.